Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill notification after loading the cartridge with 120 units of insulin. The customer's blood glucose level was not impacted. The customer stated the issue may be user error when loading the insulin into the syringe and cartridge. Reportedly, the customer added more insulin to the cartridge and successfully loaded the cartridge onto the pump.